Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that they were notified by the patient's family that this lead was fractured and replaced. No explant date was given.